Manufacturer narrative:
H.6. Investigaton: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed as a result. The complaint is unconfirmed and the root cause is undetermined. H3 other text: see h.10.

Event description:
It was reported that bd angiocath¿ IV catheter had foreign matter. This occurred on 2 occasions before use. The following information was provided by the initial reporter: material no. 381147; batch no. Unknown. It was reported 2 out of 66 catheters inspected were found that had some type of loose particulate.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd angiocath¿ IV catheter had foreign matter. This occurred on 2 occasions before use. The following information was provided by the initial reporter: material no. 381147, batch no. Unknown. It was reported 2 out of 66 catheters inspected were found that had some type of loose particulate.